Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient's leads were replaced because they did not cover the patient's painful area properly. When asked for the cause of the leads not covering the patient's painful areas, the representative reported that the leads were probably implanted at the wrong location, or the patient's pain changed over time; the representative noted that they didn't know. Their old leads were quite close to the midline and the pain was more in the patient's flank and front torso; the new leads were placed more laterally. The patient's new leads covered the painful area very well. The representative reported that the patient's leads were discarded as there was no problem with them.

Manufacturer narrative:
Continuation of d10: product ID 977a2, serial# unknown, product type lead product ID 977a2, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, product ID: 977a2, serial/lot #: unknown, g2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.